Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaking fentanyl and saline out of the three-prong connection area of the tri-fuse tubing while infusing to the patient at 25ml/hr. They noticed the pillow case below the extension set was saturated with clear liquid and noted visible drops coming out from the 3 prongs connection. There was no patient harm.